Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 30 to 40 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having issues with highs which they treated for with insulin pens and set changes. Customer reported issues with the infusion sets not delivering full boluses. The insulin pump will not be returned for analysis.